Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. The observed external cannula tear is related to action # (B)(4).

Event description:
It was reported the patient's blood glucose level rose above 20 mmol/l (360 mg/dl) while wearing the pod between 36 and 48 hours. An investigation of the pod (completed (B)(6) 2026) found a tear in the exposed soft portion of the cannula. The device was originally reported on (B)(6) 2026 due to the patient experiencing high blood glucose levels.